Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic handpiece did not suck during surgery and displayed system message (sm). Also, phacoemulsification power was not available. The surgery was completed by using a new handpiece. Patient harm was not reported. Procedure details are unknown.